Event description:
It was reported patient received multiple inappropriate high voltage therapy, due to a lead fracture. The lead was explanted and will not be returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.